Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that after changing the cartridge the customer's blood glucose (bg) level was 40 mg/dl. The contact thought that too much basal insulin was being delivered. The customer disconnected from the pump and drank juice to address the low bg level. At the time tandem technical support was contacted, the customer's bg level was stable. It was reported that the next day the customer's bg was no longer low and was stable.